Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient's near vision has diminished greatly. Additional medications and a laser treatment have been performed. The patient is very dissatisfied. Additional information was requested. There are two reports for this patient. This report is for the patient's left eye.